Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. Please be aware that this report currently identifies mi1200 synchrony as the selected device; however, the report pertains to the ants (auditory nerve test system electrode) (B)(6) . This discrepancy will be corrected in the final report.

Event description:
Despite proper connection and satisfactory integrity tests, the ants (auditory nerve test system) electrode failed to transmit a signal due to high impedances, preventing the intended hearing nerve assessment, and resulting in no ci implantation.

Manufacturer narrative:
Conclusion: according to the information received from the field the ants electrode failed to transmit a signal due to high impedances during implantation surgery. Therefore no cochlear implant was implanted. Device investigation revealed a mechanical damage of the ants electrode due to multiple overload wire fractures. As device history record review confirms that the device was released within specification, the observed damage was most likely caused, inadvertently, during intraoperative handling. This is a final report.

Event description:
Despite proper connection and satisfactory integrity tests, the ants (auditory nerve test system) electrode failed to transmit a signal due to high impedances, preventing the intended hearing nerve assessment, and resulting in no ci implantation.